Event description:
Additional information received indicates the patient is experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2026 wherein both leads were repositioned to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is scheduled for surgical intervention for a bilateral lead revision for an unknown reason.